Event description:
It was reported to philips that the device had stopped working as the movement was affected by a failure of an arc motor controller. The system was inside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.